Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump's sleep/wake button responsiveness decreased, noted when the user attempted to wake the device with wet hands; functionality improved after the device was unlocked and restarted, and the user was advised to dry hands before attempting wake. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed no visible physical damage to the pump or screen and normal function after restart, consistent with user interface responsiveness affected by moisture and resolved through reboot. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction conditions with device performing as expected after restart.